Event description:
It was reported that tubing attached to pump is getting broken when it's in use. Patient is reporting incident after a month. As per patient. It happened twice. No adverse patient effects were reported.